Event description:
It was reported that the patient presented for follow up with the left ventricular lead pacing impedance measurement that exceeded the upper limit. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.